Event description:
It was reported that during a surgery the screws broke off inside the patient. The broken off pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
16-dec-2024: received further information that during surgery a plastic deformation of the screw appeared, which cannot withstand rotational stress and broke into two parts. The screw was removed entirely and a fh screw was inserted withouth difficulty. Furthermore, there has been no consequences for the patient and no further surgery was required.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4020c-08, serial/batch number (B)(6), was received for evaluation. Functional testing cannot be performed due to the screw being received damaged. Visual inspection revealed that the screw is missing pieces of material between the threads and at the bottom. The damage to the screw has caused the geometry to become loose. The most likely reason for the reported failure is user error, specifically improper bone preparation, misaligning the insertion, or not fully inserting the screw onto the screwdriver as detailed in the directions for use. Directions for use (dfu) g. Precautions. 5. Bio cortical and delta tapered interference screw only: insert the screwdriver into the screw to a fully seated position. Failure to engage the screw completely may result in damage to the implant. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.